Event description:
It was reported that the cordless driver high speed bur attachment was getting warm during performance testing. This was noted during a routine field service maintenance visit. No adverse consequence was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the device is received and evaluated.

Event description:
It was reported that the cordless driver high speed bur attachment was getting warm during performance testing. This was noted during a routine field service maintenance visit. No adverse consequence was associated with the device.

Manufacturer narrative:
It was confirmed that the device overheated through functional evaluation. Upon disassembly, internal corrosion and debris were found. The presence of corrosion/debris is likely to cause or contribute to the reported event. The attachment is not a repairable device and will therefore not be returned to the user facility.